Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was reported by the patient to be due to the patient ¿left the ceiling fan on¿; however, this was not medically confirmed, therefore the cause of this peritonitis event was unknown. The action taken with dianeal therapy was not reported. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).